Event description:
Per the clinic, the patient experienced an edema and erythema at the magnet site, leading to an extrusion of the implant magnet on (B)(6) 2026. Subsequently, the patient was hospitalized and treated with IV antibiotics (specific date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.